Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. Upon a follow up the customer stated the issue was resolved. Although requested, no further information was provided by the customer on the repair of the device. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR

Event description:
It was reported that the ventilator was failing oxygen flow accuracy. No patient involvement.